Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan dist. Straight 22/140 on (B)(6) 2009 on the right side. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device.

Event description:
Patient was implanted on the right side and underwent revision due to implant breakage.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00132-1). All the information captured as per 0009613350-2016-00132 - 1 including g4(date received by manufacturer) except b4. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Investigation summary: in (B)(6) 2009 a hip prosthesis including a revitan stem was implanted. In (B)(6) 2014 the cup and the head were revised and replaced by a dual mobility liberty cup and cocr head. The hip prosthesis was revised in (B)(6) 2016. The reason for revision was a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture and are associated with the fracture or developed exclusively as a concomitant phenomenon. The clinical summary describes a rather difficult situation on the left hip with several revisions and a problem with the cup. At the preceding revision, the dual mobility liberty cup (atf implants) and the cocr head were implanted. Thus, the revitan stem and the cocr head were used in combination with a non-zimmer cup which indicates off-label use. Bone attachments could be observed on the distal half of the distal part of the revitan stem but not on the proximal stem part. This is in accordance with the x-ray taken on 06.01.2016, showing a cavernous bone defect around the proximal stem part and radiolucent lines on the proximal part of the distal stem medially and laterally. According to the bmi scale the patient is classified as overweight (bmi 25¿30). Since there is no complete x-ray follow-up available it remains unknown how the bony situation changed over time in vivo. Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors, e.g. Changes of the bone situation leading to suboptimal proximal bone support, the surface changes on the connection pin and the patient¿s overweight that may have contributed to the fracture. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem. It is possible that there were other influencing factors not mentioned above. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).